Manufacturer narrative:
The unit had intermittent buttons due to a corroded keypad. The unit had no button error alarms and no display ramping on its own. Traces of moisture were noted at the display assembly per visual inspection. The unit had a cracked case at the display window corners, cracked reservoir tube window corners, and a minor scratched lcd window. (B)(4)

Event description:
The customer called in to report a button error alarm that happened during normal use. The customer's blood glucose level was 195 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.